Manufacturer narrative:
This report has been identified as (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that several IV sets leaked during chemotherapy. Limited information provided. No injuries reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample without packaging was retuned for evaluation. The returned set was tested for leakage per specification with failing results. The set was found to be leaking from the sonic weld of the distal safeday ultrasite valve. The reported defect of leakage was confirmed through physical testing. As result of this incident and other confirmed complaints, the parameters for the sonic weld machine were adjusted to create stronger sonic welds. Review of the discrepancy management system database was unable to be performed because the lot number was reported as unknown. We will maintain this report for further references and continue to monitor other reports for similar occurrences.